Manufacturer narrative:
Additional narrative: no 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Asr revision; asr xl - left. Reason(s) for revision: raised cobalt level, chromium within normal levels: metallosis, pain, dysesthesia and restricted mobility. Please note corail stem size 13 remained in situ. Update 12 jun 2015: rec'd another legal letter with medical report, added stem (remained in situ) and sleeve (both unknown) to match current procedure. Added patient sex, bone tissue necrosis and any missing mw fields.